Event description:
It was reported that during an evar procedure after the aui and limb extension were deployed and angioplasty was performed with a compliant non mdt balloon, a heli-fx endoanchoring system was then prepared as normal. The fluoroscopy imaging was adjusted to remove parallax and rotated to the 45degree oblique view as planned. The first endoanchor was delivered without incident. The surgeon then redirected the sg-64 to the opposite side of the aorta to place an endoanchor on the opposing wall of the graft. The sa-85 was loaded with the second endoanchor and advanced to the target site. When positioned, the surgeon initiated the 1st stage deployment and it was visualized that the endoanchor had made good penetration through the graft material and into the aortic wall. The surgeon then pressed the advance button to complete the anchor deployment, and it appeared the anchor was fully deployed successfully. The sa-85 was then removed, and the surgical technician attempted to load a 3rd endoanchor. However, the applier would not go into the "reverse" mode to engage a new anchor. Upon close inspection, the team realized that part of the 2nd anchor remained in the applier and had broken during deployment. Live fluoroscopy was used to verify that the broken endoanchor had penetrated the graft material and into the aortic wall. The decision was then made to proceed with the remainder of the case using an new sa-85. The case ended with no additional issues. No cause was provided. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis no endoanchor was loaded in the applier housing on receipt of the device. Bends were evident to the catheter shaft. The handle was opened, and no fluid or blood was observed within the handle. There were no loose connections or components observed. No corrosion was observed to the circuit board or connector pins. The battery was removed and measured 8.03v. A new battery was attached, and the unit powered up with the blue error light flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): oax09 brown-out tripped, 0bx00 power on, 0cx00 no error, 0dx00 power on. The device was restarted in factory mode with the blue error light on, forward light flashing, back light on. The forward button was pressed and the motor advanced, the backlight began flashing. An in-house endoanchor was loaded and deployed with no issues noted. No other deformation evident to the remainder of the device. Additional information received: it was reported that during the index procedure, the main body endurant iis stent graft was implanted along with the following limbs: an etlw1613c156e in the right common iliac artery, an etlew1313c82e in the right external iliac artery, and an etlw1620c124e in the left common iliac artery. An intervention was performed on (B)(6) 2022, during which an etlw1616c82e limb was implanted in the right external iliac artery to address a type ib endoleak that occurred after the index procedure. It was reported that the aui, limb extension, and endoanchors were used prophylactically on 19-sep-2025 to rule out any possible, yet unconfirmed, type ia or type iii endoleak. No endoleak was observed at the completion of this procedure. A fem-fem bypass was also performed to address an occlusion in the right limb. Per the physician, the cause of the occlusion was tortuosity of the right external iliac artery. It was confirmed that the device associated with the type ib endoleak was etlew1313c82e, sn (B)(6). According to the physician, the type ib endoleak was a result of disease progression possibly caused by a persistent type 2 endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received : it was reported that the type ib endoleak was first identified approximately 2 weeks post index procedure. The occlusion was identified around 2 years later. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was confirmed that the endoleak was a type ii, not a type ia and that the endoanchors were used prophylactically. It was noted that the patient had persistent type ii endoleak since the index procedure. Calcification was confirmed to have been observed in the area of the anchor placement. Film evaluation summary: the deployment issue and fracture of the endoanchor could not be confirmed based on the images provided; therefore, the cause of the event could not be conclusively determined. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy. Additionally, procedural angiograms documenting endoanchor deployment were not available for review. The cts reviewed were obtained prior to the endoanchor procedure. Moderate calcification was noted around the infrarenal aortic neck, particularly at the level of the suprarenal stent and proximal fabric margin of the endurant iis stent graft. It is possible that this may have contributed to deployment difficulties and subsequent endoanchor fracture; however, this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5:additional information received: it was confirmed the endoanchors were being used to treat a unconfirmed type ia endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.